Manufacturer narrative:
Evaluation summary: the cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during two intraocular lens (iol) implant procedures, the cartridges are scratching the lenses. There was no patient contact. There are two medical device reports associated with the two cartridges that are scratching the lenses. This report is for the second of two.